Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-10. H6: investigation summary: a device history record review was completed for provided lot number 9246157. The review revealed that this lot was manufactured according to the approved manufacturing procedures and specifications, with no non-conformances at the time of production. To aid in the investigation of this issue, one physical sample and picture samples were returned for evaluation by our quality engineer team. Through evaluation of the physical sample, the needle component was found straight and not bent. The needle was re-assembled on the syringe several times to test for improper attachment; however, the reported failure could not duplicated as the needle went on properly and straight each time. If the needle was improperly attached to the syringe luer, it would result in a crooked attachment. H3 other text : see h10.

Event description:
It was reported that syr 10ml ll w/ndl eclipse 22x1-1/2 rb was damaged. The following information was provided by the initial reporter: when end-user open package for use, found the bd eclipse needle angled / tilted / bent - not straight. And the syringes plunger rubber is defected / damaged / improperly fixed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syr 10ml ll w/ndl eclipse 22x1-1/2 rb was damaged. The following information was provided by the initial reporter: when end-user open package for use, found the bd eclipse needle angled / tilted / bent - not straight. And the syringes plunger rubber is defected / damaged / improperly fixed.